Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material released from the suction cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material appeared to be a piece of a cleaning brush. It was unknown if there were any deviations from instructions for use (IFU) identified from as the cleaning disinfection and sterilization (cds) steps were not provided by the customer. Therefore, the definitive cause of the material remaining in the device could not be determined. The issue can be detected/prevented by following the instructions provided in: the operation manual ¿chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system¿. The reprocessing manual ¿chapter 3 cleaning, disinfection, and sterilization procedures, 3.5 manual cleaning ¿as below. Inspection of the suction function if the suction valve does not operate smoothly, detach it and reattach it, or replace it with a new one. Brushing the channel. The channel cleaning brush is a consumable. Repeated use may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the channel cleaning brush is free from any damage or other irregularities before and after use. If a part of the brush comes off inside the endoscope, immediately retrieve it and carefully confirm that no parts remain inside the channel of the endoscope by passing a new cleaning brush or other endo therapy accessory through the channel. Any parts left in the channel can drop into the patient during the procedure. Depending on the location, the missing part may not be recoverable by passing a new brush or other endo therapy accessory through the channel. In this case, contact olympus. Olympus will continue to monitor field performance for this device.